Event description:
There were no alarms heard from the pump.

Event description:
It was reported, the patient had a change in therapeutic effect, a catheter issue was discovered, and a pump and catheter replacement was done. It was initially reported that the healthcare provider (hcp) attempted to perform a dye study but was unable to aspirate the catheter. It was then believed that there was an unknown catheter issue, as the patient had not been getting therapy. It was later reported on (B)(6) 2012 that the pump and catheter had been replaced. The pump and catheter replacement was performed on (B)(6) 2012. Further details noted that the patient had begun to lose therapeutic effect "a couple months" prior to the replacement. Reporter stated that the patient's previous therapy had been effective. On the later report date of (B)(6) 2012, the reporter gave conflicting information, stating that with diagnostic testing prior to the surgery, the "catheter was patent <(>&<)> hcp was able to easily aspirate from the catheter access port (cap)". It was unclear if a dye test was performed more than once, with different results. While troubleshooting the pump system, the hcp gave the patient a 75mcg bolus, with no effect. Following ineffective bolus, the entire pump system was replaced on (B)(6) 2012. The pump logs "were negative". Following new pump and catheter implant, the patient's dose was lowered to 125mcg and it was noted that the patient did not experience any withdrawal effect with the lowered dose. It was not reported what the dose was lowered from. As of (B)(6) 2012, the patient had no change in therapy since the system replacement. The hcp was continued to titrate the patient's pump dose up. The medication in the pump was gablofen (baclofen). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# n289480003, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Analysis of the catheter found coring, tears and cuts in the seal of the sc connector. Partial catheter was returned. There were no leaks seen or noted. There was indentation cuts or tears seen in the sealing surface of the sc cup connector of segment 1. (B)(4).

Manufacturer narrative:
(B)(4).